Event description:
It was reported the patient received the following results within 15 minutes: 178 mg/dl at 7:15am 376 mg/dl at 7:18am 186 mg/dl at 7:20am 188 mg/dl at 7:23am 190 mg/dl at 7:25am 230 mg/dl at 7:27am patient was feeling tired and shaky.